Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl. Reportedly the pump's bg value was not populating on the bolus screen. Customer attempted to self treat with a manual injection and bolus via the pump, in ER customer was treated with intravenous fluids and magnesium to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.